Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button, and the particles isolate the area of contact inside the button housing.

Event description:
Reporter stated, the menu button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.